Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during unpacking for the procedure, the cup came off from the device. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during unpacking for the procedure, the cup came off from the device. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that a jaw was broken off and was not returned for evaluation. The device was sent for sem material analysis, and it was determined that the fracture occurred as a result of a torsional overload. No material anomalies were noted. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the device jaw was came off. Based on the material analysis, the fracture likely occurred due to a torsional overload. Additionally, the directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." Therefore, the most probable root cause is due to handling by the end user. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)